Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set safety was unable to be fully activated immediately after a venipuncture. It was noted that it was unusually difficult to activate the safety when steadying the needle and pulling back on the tubing. The safety did not cover the needle as intended. No patient injury was reported. See MFR: 3012307300-2017-00658, 3012307300-2017-00755, 3012307300-2017-00756, and 3012307300-2017-00757.